Manufacturer narrative:
Device not returned.

Event description:
It was reported that systematic infection was observed. Device and lead was explanted and a new device and lead was implanted. Patient was stable prior, during and post procedures.